Event description:
Sterile low-lint white towels were replaced in a specials custom pack with woven blue towels. The blue towels have been noted to shed lint into the sterile tray creating a safety concern related to inadvertent injection during interventional cases. While setting up the sterile tray for a neuro angiogram/intervention, it was noted the blue sterile towels were giving off a large amount of lint. The ir tech stopped the process, noted the lint not only floating in the air and on the tray, but in the water bowl. She removed all the towels and bowls from the sterile tray and opened a new pack to replace with low lint towels. Ir secured a syringe that contains the lint floating in heparin saline and the insert from the custom pack that contains the lot numbers 18fbh009 medline tv ir special procedure pk-lf. There is concern that an inadvertent injection during a procedure yesterday may have contributed to post-operative complications. Ir has sequestered all custom packs containing the blue woven cloth. Ir has confirmed they have enough remaining custom packs with the preferred white non-woven cloth available for cases in the next 2 days. Supply chain is actively working on available alternative products and identifying where the product is located throughout the system. In addition, supply chain is engaging the supplier in discussions regarding next steps. Patient safety will send a system critical safety alert for leadership distribution to areas of impact supply chain to advise on plan to address custom pack, identify impacted areas, and alternative products. Event has been referred to risk mgmt and patient safety for further review. Manufacturer response for tv ir special procedure pk-lf, tv ir special procedure pk-lf (per site reporter). Hi, would you be able to help answer these questions? Only answer what you feel comfortable answering. They try to be very thorough on these types of quality complaints. The returns will happen through the distributor unless you have any towels that you pulled out and have kept. (B)(4). Medline industries, inc. Www.medline.com. (B)(4). Hello (B)(4), I am investigating a report that was filed related to linting operating room towels from two different ir packs. Would you be able to answer the following questions? If not, would you be able to forward the questions below to the individual that can answer them? (B)(4), (tv ir special procedure pk-lf): date of the incident? Patient's age, weight, height, gender, ethnicity? What procedure was being done? When was the linting of the operating room towels discovered? (Before procedure, middle of procedure, end of procedure) was the product inspected prior to use? Was the issue identified at that time? Did the lint from the white operating room towels contacted the open site? How was the lint removed from the open site? (Irrigation, forceps, etc.) What did the staff do after linting was noticed? Was any serious injury identified, follow up care needed or medical intervention required? Was there any impact to the patient? Or impact on the procedure being performed? Was the patient under general anesthesia/sedation? If yes, did patient require more medication as a result of this incident? How is the patient doing now? Is the sample available to be returned for evaluation? If yes, where can I email the call tag? B)(4) ,(tv ir PICC pack-lf): date of the incident? Patient's age, weight, height, gender, ethnicity? What procedure was being done? When was the linting of the or towels discovered? (Before procedure, middle of procedure, end of procedure) was the product inspected prior to use? Was the issue identified at that time? Did the lint from the white towels contacted an open site? How was the lint removed from the open site? (Irrigation, forceps, etc.) What did the staff do after linting was noticed? Was any serious injury identified, follow up care needed or medical intervention required? Was there any impact to the patient? Or impact on the procedure being performed? Was the patient under general anesthesia/sedation? If yes, did patient require more medication as a result of this incident? How is the patient doing now? Is the sample available to be returned for evaluation? If yes, where can I email the call tag? Please send as much detail related to the incident so that we can ensure a thorough evaluation is completed related to the issue that you are reporting and determine regulatory reporting. Thank you in advance for any assistance that you can provide. (B)(4). Medline industries, inc. Www.medline.com.